Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type I. It was reported that the patient had their stimulator revised in 2005 due to inadequate coverage. There were no reports of device issues or allegations. There were no further complications reported or anticipated.